Event description:
During attempted implant, failure to capture, failure to sense, and low pacing impedance were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. Insulation damage was observed on the rv lead. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of low pacing impedance, failure to sense, failure to capture, and lead damage were confirmed. As received, a complete lead with stylet and stylet guide inserted was returned in one piece. Visual inspection of the lead found offset outer coil and damaged inner insulation at the connector region; x-ray examination showed that the inner coil and outer coil were offset in this region. These damages found are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted at the damaged connector region. The cause of the reported events was due to procedural damage.